Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy irritation underneath back therapy electrodes. The patient was given a prescription of hydrocortison-ratiopharm ointment from her physician. The irritation improved after using the prescribed ointment.